Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. : the device was not returned.

Event description:
It was reported that the patient developed an infection from the latex of the catheter. No medical intervention has been reported.

Event description:
It was reported that the patient developed an infection from the latex of the catheter. No medical intervention has been reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage latex and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged." The device was not returned.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation of the returned sample found no damages or abnormalities on the sample which could possibly caused the reported complaint. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿warning : 1. On catheter, do not use ointments or lubricants having a petroleum base. They will damage latex and may cause balloon to burst. 2. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged." Correction: concomitant medical products , MFR site , device evaluated by MFR

Event description:
It was reported that the patient allegedly developed an infection from the latex of the catheter. No medical intervention has been reported.